Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal excessive bleeding") and abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion hospitalization), back pain ("severe back pain") and fibroma ("fibroid tumors"). The patient was hospitalized on (B)(6) 2012. The patient was treated with surgery (total vaginal hysterectomy ) and surgery (total vaginal hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, back pain and fibroma outcome was unknown. The reporter considered abdominal pain, back pain, fibroma, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: since her removal surgery, almost all of her symptoms have resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.